Event description:
It was reported and through investigation that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after implant duration of 6 years, and 9 months, due to calcification with stenosis. The patient presented with heart failure, shortness of breath, and chest pain. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
Updated sections: a1, a2, a3, a4, b5, b7, d4 serial number, expiration date and UDI number, d6a, g3, g6, h4, h6 component code, health effect clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after unknown implant duration, due to unknown reason. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve.